Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced ¿a lot of trouble with pain.¿ the patient had been having pump problems for 1.5 weeks. For the past week and a half the patient would give herself a bolus at and would try again later and would receive a message with an x saying one hour on the personal therapy manager. It happened five times since (B)(6) 2013. The patient followed up with the hcp regarding this and was told ¿everything is fine¿. The bolus was not helping the pain as much as it used to". The patient was going to the hcp for an injection in her median l4/l5 and sacral iliac as it was causing a pinching of the sciatic nerve which was causing her a lot of pain. It started a couple weeks prior. The patient was bed ridden for 12 days and then a cat scan revealed this was the problem. The pump was helping her neuropathy pain. The patient had chronic pain for 25 years and has been on every treatment and the pump is the only successful one. It was later reported that on (B)(6) 2013, the patient had a procedure noted as the lumbar median branch block at l4-5 and si joint injection on the left side. On (B)(6) 2013, the patient followed up with the hcp and was provided education on the ptm. The pump was delivering clonidine and dilaudid.